Manufacturer narrative:
The product was unavailable for return as it was discarded. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that "low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears". It also cautions that "to avoid possible transection of the catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle, guidewire, and the catheter must be removed simultaneously". A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery via medwatch report number (B)(4) that during placement of the lumbar catheter on (B)(6) 2015, 4 mm or less of the catheter broke off. According to the report, the physician performed a visual search as well as a laminectomy, and fluoro was used to assist in the search for the piece of the catheter. Reportedly, the piece could not be found. It was later reported that after csf was seen, the catheter was inserted but as the tuohy needle was withdrawn, it snagged on the catheter and the proximal catheter came out with the needle. The report also stated that the physician determined that the broken piece (left inside the patient) did not pose a risk to the patient and would not likely to cause or contribute to death or serious injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.